Event description:
The customer reported to philips healthcare the heartstart xl+ "defib showing solid red cross and giving a beeping sound." There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.